Manufacturer narrative:
This MDR is being filed outside of the 30-day time frame.

Event description:
It was reported by the pt's nurse that the pt complained of not getting enough air. The nurse removed the pt from the ventilator and started to manually ventilate the pt. The nurse felt the air coming from the circuit and the high pressure and low pressure alarms kept going off. The pt was manually ventilated until the paramedics came (about 20 minutes). The pulse oximeter was alarming as his sats dropped. The nurse together with the assistant did CPR before 911 got there. No allegation of ventilator malfunction causing pt harm.